Manufacturer narrative:
Analysis of the pump on (B)(6) 2018 revealed low battery resistance of an undetermined cause. As per the pump¿s log, the following medications were being administered via a simple continuous dose rate as of (B)(6) 2014: morphine with concentration 4.0 mg/ml at a dose rate of 0.6988 mg/day and bupivacaine with concentration 20.0 mg/ml at a dose rate of 3.494 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient¿s pump was being returned for disposal only. No further information was provided. No patient symptoms were indicated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction - it was previously reported analysis identified a low battery resistance of an undetermined cause. Correction: analysis identified a low battery reset had occurred, with an undetermined cause. The battery resistance tested within specification during functional testing in the lab. Eval code-conclusion is no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.